Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H6- work order search: no similar complaint were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.00/1.00/22 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault and elevated iop. It was reported that a replacement lens of shorter length was later implanted and the problem resolved. Cause of event was other and it was reported that the device fail to perform as intended. Cause details " high wtw measurement " was reported.